Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for one sample. The following data was provided: normal reference range: 0.6 to 1.0 mmol/l. (B)(6) 2022 initial result = 1.181 mmol/l, repeat results = 0.501, 0.512 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section d10 concomitant product. Cc magnesium, 07d70-21, unknown, was removed and cc magnesium (1000t), 03p68-24, 36420ud00, was added.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed troubleshooting procedures and determined the cuvette was the likely cause of the issue. The part was replaced and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for c461905. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect processing module for serial (B)(6)or the cuvette was identified.